Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer reported the maryland bipolar forceps had a broken piece break off the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.066" x 0.167" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Initial failure analysis (fa) was confirmed, the instrument exhibited a broken grip tip. The instrument was sent to an external lab for further analysis. The harness value met the print specification, and the grip met all internal specifications as well. Hence, the root cause of the breakage is attributed to the user and may be caused by excessive force being applied to the grips.

Event description:
Refer to h10/h11 for follow-up information.